Manufacturer narrative:
Initial reporter phone no. (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not flow; further described as ¿the medicine does not flow completely through the device, it only allows to flow until the part number 3¿. This issue was identified at an unspecified process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.